Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a lead revision was performed. The lead was surgically abandoned and successfully replaced. There were no additional adverse patient effects reported as a result of the surgical intervention.

Event description:
Boston scientific received information that this right ventricular (rv) lead had displayed out of range impedance measurement of less then 100 ohms which triggered the lead safety switch indicator (lss). This lead also displayed high thresholds measurements with evidence of noise. The patient had refused to have a lead revision performed. The device was programmed to unipolar and the sensitivity had been changed for optimization. There was no adverse patient effects reported.

Manufacturer narrative:
The patient will be seen again at a later date to re-evaluate the situation. The patient will continue to be monitored. At this time the lead remains implanted and will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.